Event description:
It was reported that a software error was detected with a malfunction alarm, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with this task; the customer was advised to continue using the pump and to contact technical support if the malfunction code recurred, which it did not.